Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and did not reveal any evidence of particulate matter in the fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an exactamix 250 ml eva tpn bag. The particulate matter was described as a ¿black fleck-like float¿. This was noted after compounding. There was no patient involvement. No additional information is available.